Event description:
Pt undergoing MRI. Pt had four (4) ECG electrodes placed on her back for cardiac gating. Approx 3 mins into procedure pt complained of hot sensation to back. Procedure aborted and pt examination revealed severe redness around all four (4) electrodes.